Manufacturer narrative:
It was reported by customer that patient who required CT with IV contrast had the saline tubing clamped above the connection/port as usual. Half way through the infusion of contrast heard tubing burst and saline exploded onto CT and console glass. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the material number and lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: ¿patient who required CT with IV contrast had the saline tubing clamped above the connection/port as usual. Half way through the infusion of contrast heard tubing burst and saline exploded onto CT and console glass. What I think happened is pump did not stop due to "occlusion" (from clamp) and kept running until tubing burst - faulty pump - serial number (B)(6). On mrs[]. There was no harm to the patient. IV was fine after. CT scan went fine with adequate contrast.